Manufacturer narrative:
Complainant address: (B)(6). Device is a combination product. Di: (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Following predilation, a 32 x 4.00 promus premier¿ drug eluting stent was advanced to treat the lesion. When the physician tried to place the stent at the intended position, only the shaft was removed and the stent remained inside the patient. Also, the physician noted that the distal edge of the stent was deformed. The dislodged stent was removed from the vessel and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken proximal to the kinks and at the point of a severe kink. The hypotube broke 45mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found a stent struts on the proximal portion of the crimped stent were damaged and bunched distally on the balloon. The stent was not detached or separated from the device balloon. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). Following predilation, a 32 x 4.00 promus premier drug eluting stent was advanced to treat the lesion. When the physician tried to place the stent at the intended position, only the shaft was removed and the stent remained inside the patient. Also, the physician noted that the distal edge of the stent was deformed. The dislodged stent was removed from the vessel and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.